Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient¿s aneurysm enlarged by over 10mm and a proximal type I endoleak was observed. The patient is unable to undergo open surgery so additional treatment options are being considered. The physician stated that when the CT was carried out, a type ia endoleak was confirmed and the enlarged 14mm aneurysm diameter had enlarged at descending aorta that led to insufficient sealing zone. No clinical sequelae were reported and the patient is being monitored